Event description:
Customer reported that the insulin pump froze and when they replaced the batteries the numbers kept going up with putting in blood glucose readings. Customer stated that the insulin pump alarmed button error. Customer mentioned that he had a surgery and sweats at night. Customer's blood glucose reading at the time of the call was 151 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms or display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratches on display window.